Manufacturer narrative:
Pc (B)(4). Batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the msm20 did not work as it used to work. Ent surgeon put the first clip to vena. After that the second clip did not settle down between the jaws, the jaws broke vena (without the clip). There was little blood loss and it was controllable. It was vena vessel. After that, the msm20 worked as it used to work. It seemed, that there were missing one clip occasionally or the next clip firing failed. The case completed successfully and there was not patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2021. D4: batch # u93z61. H6: component code: others (g07). Investigation summary: the analysis results found that the msm20 device was returned with no apparent damage and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining twelve clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline." It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.